Event description:
The hospital reported that after a mis ablation procedure was completed, the surgeon noticed a burn on the esophagus. The hospital did not consider any patient effect, and there was neither medical nor surgical intervention performed. There was no malfunction identified with the device, and the device was not twisted during procedure the patient was doing fine after the procedure, and left the hospital. The patient was readmitted to the hospital couple days later with esophagus discomfort complaint. A barium swallow test was performed, and it was determined that the patient had esophagus ulcer. The patient was kept in the hospital for 2 days to ensure the patient was doing ok, no intervention was needed. The patient is reported to be doing fine.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A lhr review cannot be performed because the lot number was not provided by the hospital.